Manufacturer narrative:
The manufacturer received other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
Patient was implanted on an unknown side and underwent revision surgery due to implant fracture.

Manufacturer narrative:
Additional information which was received on jun 26, 2020. The manufacturer received x-rays, per, and surgical notes which will reviewed as part of ongoing investigation. Should any additional information and / or the device(s) be returned for evaluation or an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on right side and underwent revision surgery due to implant fracture.

Manufacturer narrative:
Investigation results were made available. Event description: it was reported that the product was implanted on an unknown date and revised on (B)(6) 2020 due to implant fracture. Review of received data: x-rays: several x-ray pictures were received. The x-rays confirm the breakage of the ncb pp plate. Surgical report: the received surgical reports were reviewed. The surgical report of implantation describes a well-positioned ncb pp plate. The surgical report of explantation describes a missing bone healing process and the breakage of the ncb pp plate. Product evaluation: visual examination: the broken ncb pp plate was returned for investigation. The plate was broken into two fragments. The fracture of the plate is located through a screw hole. On the fracture surfaces, beach lines are visible which point to a fatigue fracture. The fracture surfaces shows also small polished areas and some scratches, most probably due to contact between the parts after the fracture. Several scratches are visible on the surface of the non-bone-facing side of the plate. See pictures attached. Review of product documentation: device purpose: all involved devices are intended for treatment. Product compatibility: the product combination was approved by zimmer biomet. DHR review: review of the device history records identified no deviations or anomalies during manufacturing. Raw material certificate: the raw material certificate was reviewed with no anomalies noted. Conclusion: it was reported that the product was implanted on an unknown date and revised on (B)(6) 2020 due to implant fracture. The quality records show that all specified characteristics (material, dimensions, surface, etc.) For the ncb pp plate have met the specifications valid at the time of production. Therefore, the investigation results did not identify a non-conformance or a complaint out of box (coob). The received x-rays and surgical reports confirm the breakage of the ncb pp plate. The visual examination of the plate indicates a fatigue fracture. Macroscopically, no defects can be observed that could trigger or contribute to the fracture. Fatigue fractures can occur due to a cyclic overloading. Possible contributing factors to the overload could be a not properly healed bone fracture and / or not adherence to the postoperative protocol (patient behavior). The surgical report of revision explains that there was missing bone healing. However, based on the available information and performed investigation, an exact root cause for the plate breakage could not be determined. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
Investigation has been completed.